Event description:
It was reported that the handle would not release from leg screw reamer after case was complete.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed the lag screw step drill as primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for more than 7 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. The ball imprints in the adapter surface indicate that the user tried to disassemble the ao-coupling in locked mode with strong forces. The adapter design was changed in 2007. The new design prevents an over-slide of the connection balls, not a misuse during disassembling in locked mode. No discrepancies were detected during risk analysis review. No non-conformity identified; previous actions are in place. Review of any nonconformance referenced in any of the above items: there is no referenced nonconformance.

Event description:
It was reported that the handle would not release from leg screw reamer after case was complete.